Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's heart stopped in the middle of the night and the patient's family thought that it was supposed to notify someone, but it didn't. The patient's heart had started up again. The status of the device is unknown. No patient complications have been reported as a result of this event.